Event description:
The stryker needle was placed into the bone. The cement was mixed and the injection was started. After approximately 2 cc of cement had been injected, it was noticed that no more cement was injecting. An inspection revealed that the tubing had come off the needle and the threaded part of needle had also completely detached. There was no injury to the patient as a result of this incident.